Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media to have high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was hospitalized for high blood glucose. Customer had changed the set. No troubleshooting was done. Customer will not be returning the insulin pump for analysis.